Event description:
It was reported that the device would not charge. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a internal short form b2 to b3, in the high voltage transfer relay.